Event description:
It was reported to philips that the device failed to obtain a 12 lead reading during patient monitoring. The device was in use on a patient however there was no adverse event to the patient or user.